Manufacturer narrative:
Investigation summary: no sample and 1 photo were returned by the customer in support of this complaint. Visual examination of photo was performed and revealed damage to the hemogard closure. Evaluation of the photo confirmed the presence of damage as a notch can be seen at the bottom of the hemogard closure. This type of defect is found if the hemogard closure was lodged in the machine that places the stopper in the hemogard closure or is also seen if the hemogard closure assembly is not placed correctly into the hemogard closure lid before the 300-unit batch tray goes through the evacuation/vacuum process. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube has been found with a broken cap. The following has been provided by the initial reporter: defective cap.